Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pcu would not turn on and had a detached pole clamp. The failure to turn on was suspected to be related to the keypad. No adverse consequences to the patient were reported.

Event description:
It was reported from the 1c unit that the pcu would not turn on and had a detached pole clamp from the mounting plate prior to use on the patient. The failure to turn on was suspected to be related to the keypad. There were no adverse consequences to the patient reported.

Event description:
It was reported that the pcu would not turn on and had a detached pole clamp. The failure to turn on was suspected to be related to the keypad. No adverse consequences to the patient were reported.

Manufacturer narrative:
The customer¿s reported complaint of the 1c unit pcu would not turn on was confirmed. It was reported from the 1c unit that the pcu would not turn on and had a detached pole clamp from the mounting plate prior to use on the patient. The failure to turn on was suspected to be related to the keypad. The pcu device serial number (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. The pole clamp and knob assembly were removed and were not received with the device. An internal examination of the system observed dried fluid ingress at the bottom front area of the rear case and at the base of the rs232 board assembly. Dried fluid residue was also observed on the outside bracket of the rj45 connector and the grounding screw hole for the logic board assembly adjacent to j10. The front case/keypad assembly was observed with signs of fluid ingress where the flex cable meets the circuit layer and broken trace 19 and 20. No other obvious issues or anomalies were identified with the source device during the internal inspection. The device alarmed as soon as the battery was installed, and the ac power was connected. The front case keypad was disassembled from the returned pcu. A known good cad pcu keypad was installed onto the received pcu for functional testing. The device worked as intended with the known good keypad assembly. Test results identified that the system on keys did not function and ac indicator lights did not illuminate on the keypad. The s10 soft key did not function, all other keys on both keypads were functioning as intended. The root cause was determined to be electrical failure ¿ design. A review of the device history record showed the device had a manufacture date of 13feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.